Event description:
I had implants put in early 2000's and second set 2014. They attacked my immune system and I had health issues. I have had them removed in (B)(6) 2019 and diagnosed with breast cancer (B)(6) 2019. I would like to be compensated for the amount I paid to have them removed. FDA safety report ID# (B)(4).